Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had high impedances on their lead after a fall. The physician and patient did not want to replace the lead. Surgical intervention was undertaken to replace the ipg in an effort to resolve the impedances on the lead. The ipg was replaced without complications and the impedances remain on the lead. Intervention is not planned to replace the lead at this time.